Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the clip deployed; however, the device was difficult to remove from the pt's artery. The device was removed using counter-tension and force per the instruction for use (IFU). Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.